Event description:
Diabetic allegedly obtaining blood glucose values in the 100's over a period of one week. These "normal values" did not correspond with the diabetic's symptoms of hyperglycemia, however treatment was not sought for one week. On day of event, diabetic felt "horrible" so went ot hosp where lab glucose was 607. Treatment included insulin and intravenous fluids.